Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified de novo distal right coronary artery that was 90% stenosed. A guide wire crossed. A 2x15mm trek balloon was then advanced, however resistance was noted with the anatomy. Once at the lesion, the balloon was inflated once at 10 atmospheres and ruptured. The device was replaced with a new trek balloon to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.